Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged catheter was found before use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "when uncovering the catheter, it is identified that the tip of the catheter is broken."

Event description:
It was reported that a damaged catheter was found before use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "when uncovering the catheter, it is identified that the tip of the catheter is broken."

Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 8255580, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. The needle can pierce the catheter tubing during the assembly process.